Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a non-cordis 0.35 guidewire and a 5f tempo catheter was removed and caused a dissection to the right external iliac artery extending down to the common femoral. The patient received 3 covered stent in the lesion to rectify the vessel dissection and patient was discharged with no extended stay. The non-cordis 0.35 guidewire was advanced through a 5f tempo catheter for abdominal angiogram. When the physician attempted to remove the guide wire, the guidewire was stuck in the catheter and it unraveled inside the catheter. The physician was concern that there will be fragments of the guidewire left in the catheter so the physician withdrew the device and the guidewire together which resulted in a dissection to the right external iliac artery extending down to the common femoral. After the device were removed, the guidewire was still intact inside the catheter, however, it was unraveled. Both the devices will be returned for analysis. The patient was suffering from claudication symptoms.